Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot #: v476625, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 10-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported the patient was having an issue with their therapy so they had a surgical revision done on (B)(6) 2018. It was stated that the lead was moved in their brain to improve their therapy. No further patient complications have been reported as a result of this event.